Manufacturer narrative:
Correction: device manufacturer date updated to proper value.

Manufacturer narrative:
Additional information: manufacturer updated to proper value.

Manufacturer narrative:
The enclosure was returned to the manufacturer for analysis. Analysis found that the part was analysed and it passed all tests. No fault founds.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. It was reported that the power conversion board, charger enclosure and batteries were replaced without resolution. The representative then returned to the site and found that a connector on the assembly was disconnected, following adjustment resolution was confirmed. The imaging system then passed the system checkout and was found to be fully functional. The suspect charger enclosure has been received by the manufacturer for evaluation. However, results are not available at this time. No additional parts have been received by the manufacturer for evaluation.

Event description:
A site representative reported that, while outside of a procedure, the imaging system would not power on. It was reported that the viewing station of the imaging system was connected and plugged into a known operational outlet. It was reported that battery leds were not illuminated on the imaging system. There was no patient present when this issue was identified. No additional information was provided.